Manufacturer narrative:
It was reported that visual inspection of the leads did not reveal any overt signs of a fracture. Additionally, there was no indication that the header was damaged and the setscrews were secure. The physician suspected the leads may have been effected by subclavian crush. The device was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this system was exhibiting noise on the right ventricular (rv) and atrial channels which could be reproduced with arm movements. The noise was over sensed resulting in pacing inhibition on the rv channel. There was no asystole observed that was greater than two seconds. Additionally, atrial pacing impedance measurements were greater than 2000 ohms and rv pacing impedance measurements had increased from 400 ohms to 990 ohms. The physician was planning to perform a procedure to revise the leads. However, the procedure was delayed as the patient received a shock which converted his atrial fibrillation (af) and the patient subsequently had a stroke. The physician feels the stroke was the result of the conversion of the sinus rhythm. A revision procedure was subsequently performed and the rv lead was removed from service and replaced. The device was also electively replaced. The atrial lead remains in service as it is not used for pacing due to the chronic af. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.